Event description:
It was reported, to boston scientific corporation. That an upsylon y-mesh was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pain inter, diff bowel, rec incont. Nonsurgical treatments: the patient was treated with incontinence medication. Patches for incontinence. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training), for the treatment of incontinence strengthen pelvic floor. Additional information received, on (B)(6) 2022. It was reported, to boston scientific corporation that an upsylon y-mesh was used during a robotic sacral colpopexy, division of adhesions, tension free vaginal tape exact, cystoscopy. And posterior vaginal repair on (B)(6) 2014, for the treatment of vaginal vault prolapse, stress incontinence, and intra-abdominal adhesions as reported, by the patient's attorney. The patient experienced an unspecified injury.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. The upn provided, was chosen as a representative upn to capture the implanted device. Block e1: this event was reported, by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e1405, captures the reportable event of dyspareunia. Patient code e1007, captures the reportable event of constipation. Patient code e2303, captures the reportable event of medication required (patches for incontinence).

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: pain inter; diff bowel; rec incont. Nonsurgical treatments: the patient was treated with incontinence medication: patches for incontinence. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: incontinence - strengthen pelvic floor.